Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm at the start of the procedure. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant the patient went into heart block. The patient status was stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that the final implant depth was 3mm from the non-coronary cusp (ncc) and post implant the patient went into heart block. Based on the information received, the cause of the reported issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacturing, labeling, and design.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm at the start of the procedure. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant the patient went into heart block. The patient status was stable.